Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 50 mg/dl. Customer treated their low blood glucose with carb intake. Customer's current blood glucose level was 155 mg/dl. Customer advised the insulin pump would suspend for several hours and that they had sensor issues.